Event description:
The manufacturer received information alleging a ventilator inoperative condition had occurred on the trilogy evo device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The manufacturer¿s service technician confirmed the customer¿s issue and observed error codes machine flow drift high, motor flux magnitude runtime, and drift debug in the device¿s event log. The manufacturer¿s service technician replaced the device's machine flow sensor to address the machine flow drift issue. The device blower assembly and system printed circuit assembly board to address the motor flux magnitude runtime and drift debug issues. After the parts were replaced, the manufacturer¿s service technician performed the final test on the device. The device passed the test.